Event description:
Pedi central venous line was placed in the left brachial on (B)(6) 2018 using direct visualization and secured with a dressing. Serial x-rays showed the tip of the pcvl in the right atrium, but it was retracted into the mid superior vena cava that same day. On (B)(6) 2018, the baby was noted to be lethargic with weakened pulses. Sepsis work up was initiated. An echo showed a large pericardial effusion. Pericardial tap was performed. A 11 ml of milky-white fluid consistent with tpn/il obtained. The pcvl was retracted with the tip over the left brachiocephalic vein.